Event description:
Event description guidant received information that at the one week follow-up visit, after the implant procedure, it was discovered that the patient had cardiac tamponade, with 200cc. Of fluid in the pericardial sac. The source of the bleeding was unknown at that time but, it could be from a screw mechanism on one of the leads in the atrium and ventricle. It was suspected that there was a perforation of the heart wall. The patient's blood pressure became unstable when the pacemaker rate was programmed up or down. The patient's condition was reported to be bad, he has cardiomyopathy.